Event description:
At a follow-up visit, the elective replacement indicator (eri) on the pt's pump estimated replacement by (B) (6) 2009. The physician expected a 7 year battery life with the infusion flow rate at 0.325 ml/day. The pump replacement was planned for (B) (6) due to early battery depletion. There was reported to be no pt injury and the pt was doing well. The device system was used to deliver baclofen. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4): the device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication (july 2009).